Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The reason for mesh implantation: stress urinary incontinence. The procedure performed: pubovaginal sling using transobturator tape (tot) (bard). Complications post uretex placement: in (B)(6) 2011 urodynamics revealed detrusor overactivity, reduced bladder capacity, slight decrease in peak and mean flow. In (B)(6) 2011 decreased force of stream, incomplete bladder emptying, urethral discomfort, decreased sensation, mixed incontinence, urge and stress, detrusor instability, overactive bladder, atrophic vaginitis. Prescribed estrace 0.1 mg/gm.

Manufacturer narrative:
(B)(4). (B)(6).